Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe [the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]."

Event description:
It was reported that the balloon would not deflate. The doctor was made aware and cut the catheter below the ports in an attempt to empty the balloon reservoir; however, there was no drainage. A syringe and needle was used to aspirate the sterile water with no success. Urology was called and they were able to pull the catheter out. The balloon was intact, larger than 10ml, and was filled with both air and sterile water. This allegedly resulted in trauma and bleeding. The patient required another catheter to be inserted and continuous bladder irrigation was initiated. It was later reported via email from (B)(6) representative on 14-feb-19 that there was trauma to the internal tissue when the balloon was being removed, which allegedly caused acute, active bleeding. The bleeding was resolved by re-insertion of a catheter and continuous bladder irrigation.